Event description:
Initial info was rec'd by a consumer and add'l info was rec'd from a physician from genzyme (B)(4) on 17-nov-2008: a (B)(6) female consumer with a history of severe left knee pain and complications form anesthesia and other medications experienced electrocardiogram (EKG) abnormalities, vein spasm, stress, breathing difficulties, complications from anesthesia, body jerking and headaches after she started hyaluronate sodium [hyalgan](consumer previously reported as hylan[synvisc]). The pt rec'd three injections of hyaluronate sodium [hyalgan]. She stated that immediately following the first injection she experienced breathing difficulties which continued through the night. She notified the injecting physician the following day who told her he did not believe it was related to the hyaluronate sodium [hyalgan]. She rec'd the last two injections and rec'd relief from them. She stated that her breathing difficulties continued and one week before this report got progressively worse. On an unspecified date she saw her local physician who performed an echocardiogram which showed some abnormalities and stress test was performed. The pt reported that the echocardiogram was normal, but that she did not do well during the stress test and experienced abnormal breathing. According to the pt, her breathing worsened and on an unspecified date she went to the ER where they drew cardiac enzymes and performed a chest x-ray. She reported that the enzymes were negative and the chest x-ray was clear. On an unk date, the pt was admitted to the hosp for cardiac catheterization, which she reported as normal except that she experienced complications of anesthesia which she described as body jerking. She stated that she had a history of experiencing complications with anesthesia and other medications. She stated that she was told that she had a vein spasm and was prescribed a sustained release version of nitroglycerin that gave her headaches. Her local physician stopped the nitroglycerin and according to the pt, told her that he thought that the breathing issues were due to stress. The pt took a seven day vacation and at the time of this report, her breathing improved. The physician confirmed that the pt rec'd hyaluronate sodium [hyalgan] and not hylan (synvisc). No further info was reported. Sustained release version of nitroglycerin.